Manufacturer narrative:
MDR 3003442380-2024-02948- device 3 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced ten infusion set cannula bent events on (B)(6) 2024. Event occurred after 3 hours of insertion. The insertion site was at abdomen.the blood glucose level at time of event was noticed 280 mg/dl and 290 mg/dl and patient treated it by replacing infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.